Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's father reported that the infusion set's tubing came loose and detached at the quick release during a sport activity. This issue occurred with two infusion sets. He thought that the tubing was not glued properly and both the infusion sets were from the same box. No further information available.